Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 21 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned for evaluation.